Event description:
Reportedly, during an exploration procedure, an external shock of 270j was delivered on (B)(6) 2012. The pacemaker was then interrogated but no telemetry and no pacing was observed afterwards. The device was forced to switch to standby mode, to try to reinitialize completely the device afterwards; but the procedure failed. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.